Event description:
It was reported via repair work order that the touch screen would function intermittently as the fascia was bubbling. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.